Manufacturer narrative:
If implanted, give date: not applicable. The lens was not implanted. If explanted, give date: not applicable. The lens was not implanted. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when removing zcb00 20.0 diopter intraocular lens (iol) model from packaging the lens was packaged wrong. The lens was cracking on the edge of the packaging, and the lens was discarded. Through follow up, the customer provided additional information confirming there was no patient contact, clarifying the lens was not in the groove it normally sits in (it was on the lip) so when the package was closed during manufacturing process it damaged the lens. The procedure was completed successfully using another lens with the same model/diopter. There is no serious patient injury, no medical complications, and there was no surgical intervention. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.